Manufacturer narrative:
As the product remains in service, it will not be returned for analysis and boston scientific crm cannot confirm the clinical observation. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information via a (B)(4) study form reporting that this patient was hospitalized due to inflammation of the device pocket without suppuration and wound opening. Six days later, a quirurgycal procedure was performed, enlarging the size of the pocket. Culture fluid was extracted and no further complications were found. The case was classified as erosion. The device was successfully repositioned and remains in service.